Event description:
An optometrist's office reported that a female pt ( a registered nurse) experienced marginal corneal ulcers and infiltrates while using complete moistureplus with her soflens 66 contact lenses. Pt began having problems of red eye, discharge and blurry vision. She sought treatment from the optometrist and was prescribed zymar and tobradex. Pt recovered and resumed lenswear, however, symptoms reappeared within several days. Pt discontinued lens wear and was treated with zylet. The optometrist responded to our request for add'l info and indicated that the severity of the event was moderate, and the dr's opinion regarding the relationship of event to product was marked "unk".

Manufacturer narrative:
For batch record review and chemical and microbiology evals performed on retain and complaint units. Batch record review for reported lot was performed; no specific cause of this complaint was determined from the review of the mfg records and procedures or the inspection reports. Retain unit eval results: all chemistry parameters meet specs and the sterility test meets specs. Complaint unit eval results: all chemistry parameters meet specs. The sterility test meets specs.